Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) with 90% stenosis. The vessel was pre dilated with an unknown 2x12 semi complaint balloon. The 3.5 x 12 xience alpine stent was implanted; however, a dissection occurred. Another xience alpine stent was implanted to treat the dissection. There were no adverse patient sequalae. No additional information was provided.